Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 88 mg/dl (aviva) and 26 mg/dl (emt's meter). Customer woke up from a nap and did not get out of bed. Customer's caregiver tested him at 88 mg/dl and called the emt, who tested him at 26 mg/dl within 5 minutes. Customer was treated with 2 glucose tablets by the emts. Customer was not taken to the hospital nor admitted. No delay in treatment reported. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.